Manufacturer narrative:
The device alarmed unexpected restart error after battery change and resets time/date to factory default due to voltage leak at interface board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone the insulin pump had unexpected restart alarm. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. Alarm did not occur shortly after inserting a new battery. The insulin pump will be returned for analysis.